Manufacturer narrative:
No evidence was found with the implant itself after evaluation. Customer reported no osseointegration, peri-implantation, infection, pain, bleeding and mobility.

Event description:
Mobility, peri-implantitis, infection, pain, bleeding and swelling were reported. Bone quality at the time of implant failure type iii. Time of loss in relation to the implantation was 1 to 5 years after prosthetic restoration. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery. Patient has a thyroid problem.